Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer and identified the probable cause as a defective calcium electrode tip. The fse replaced the calcium electrode tip to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their dxc 600 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide demographics. Data was provided for one patient sample.